Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) malfunctioned with irregular pressure triggers detected and failure to calibrate the fiber optic sensor. No harm or injury was reported.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.